Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the screen began to scroll on the insulin pump when they attempted to bolus. Customer also reported a battery out limit alarm occurring. The customer's blood glucose was 268 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also reported experiencing a low blood glucose event from over-bolusing. Customer's blood glucose was unknown during this event. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.